Event description:
The consumer reported a false positive result with binaxnow covid-19 ag selt test performed on (B)(6) 2021 on a direct nasal kitted swab. Consumer had confirmatory pcr testing on (B)(6) 2021 and the result was negative. Consumer was advised to contact healthcare provider for additional medical assistance or advice. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 168197 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260/ lot 168197 and device part number 195-430h / lot 157232. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 168197 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.